Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving multiple requests for blood glucose auto mode. Customer could not get auto mode feature to work correctly. The customer's blood glucose was 54 mg/dl at the time of the incident and was unknown at the time of the call. Customer treated the low blood glucose with glucose intake. Troubleshooting occurred and issue was not resolved. The product will not be returned for analysis.